Event description:
Reportedly, the talentia dr device was implanted 1 month ago. During the 1-mont in-clinic follow-up, in the memory, there are 2 mode switches episodes that are not due to physiologic activity or atrial arrhythmia. There is atrial oversensing on the vega r52. Manouvers have been done to reproduce the atrial oversensing.

Manufacturer narrative:
The manufacturing process of the subject device talentia dr 3540 s/n (B)(6) was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The manufacturing process of the subject lead vega r52 s/n (B)(6) was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of data provided confirmed the reported issue: there is atrial oversensing on the atrial channel of non-physiological signals that are not premature atrial contractions. It is due to non-physiological signals that do not show the pattern of emi or myopotentials. During the in-clinic follow-up on 26 june 2025, the atrial oversensing could be reproduced for one cycle during counteracted movements with raised arm. This is different than the atrial oversensing that is recorded and that triggered several mode switch episodes. The event that triggered mode switches episodes is most probably longer than the movements that have been done during the in-clinic follow-up. The x-ray from the day of the implantation and 5 weeks later show that the atrial lead is well implanted and is not dislodged and the device has not moved since the implantation. The investigation of the remote monitoring data from 30 june 2025 and 24 august 2025 showed normal atrial electrical measurements. Each oversensing episode triggered inappropriate mode switch episodes and during these episodes ventricular pacing and the safety of the patient are not compromised. The origin of these atrial oversensing episodes could be - action of the patient: he/she moves its ICD; the displacement of the ICD is not yet visible/detectable. - an issue of the connection of the subject atrial lead to the subject ICD. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the talentia dr device was implanted 1 month ago. During the 1-mont in-clinic follow-up, in the memory, there are 2 mode switches episodes that are not due to physiologic activity or atrial arrhythmia. There is atrial oversensing on the vega r52. Manouvers have been done to reproduce the atrial oversensing.